Manufacturer narrative:
The account found the limit switch in the hi/low column was not functioning. The account replaced the hi/low column to repair the bed.

Event description:
The account alleged that the head hi/low runs up unintentionally. The accounts maintenance stated that he has isolated the pendant and siderails, but the problem remains.